Event description:
A breast biopsy, using a mammotome biopsy device, was performed followed by marker placement using a gel mask. Md reported that he had not felt resistance during pellet deployment; but felt resistance on removal of applicator. The marker pellet was successfully placed in the cavity, on removal of applicator it was noticed that the tip had sheared off. Tip was found in mammotome probe. There were no patient adverse effect.